Event description:
While attempting to deploy the bravo ph capsule with good suction via medela suction machine, the capsule failed to attach to the esophageal wall and was withdrawn out of the patient. A new bravo ph capsule #d2cb was calibrated and deployed successfully. There were no complications and the patient tolerated the procedure well.